Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that they have to charge the ins every 5-6 days. The consumer reported that before this he could wait up to a month to recharge the ins but now it was every 5-6 days. This was thought to be a short duration but then later confirmed that they weren¿t complaining because they love this ins and it helped them so much. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to charging more often was a new battery implant. The patient reported that he had the neurostimulator for many years; the surgical change in batteries occur red 3-4 times up to (B)(6) 2019. The patient reported that in the beginning, recharging lasted 3 weeks, now it was every 5-6 days. The patient reported that he just recharges as needed. The patient reported that no programming had changed, he used the same level of programs since new implant. The issue wasn't resolved. No further complications were reported.